Event description:
Info received reported that during surgery impedances were tested on the right lead 0-7 with a snap-lid and everything was good. The second lead was implanted on the left 8-15, everything looked fine but tested high impedances on electrode 6/7, other electrodes were running 1000-3000 ohms. The lead was changed to the 0-7 port on snap lid but still getting poor readings and pt wasn't feeling stimulation at 10v. A new snap lid was used and reading stated "no lead present" when placed in 8-15 slot. The lead was exchanged and new lead placed for right side. Both leads were tested separately in the two snap lids just using 0-7 slot. Still no stimulation felt for the pt. Left lead was replaced and although in a different location they were able to capture stimulation. End result was therapeutic stimulation and good impedances.

Manufacturer narrative:
(B)(4).